Event description:
It was reported that the customer was in the hospital due to high blood glucose levels. And was getting repeated. No delivery alarms. It was reported that the caller requested a replacement insulin pump, and troubleshooting was declined. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.